Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine maintenance, options disappeared / options not found. Customer called saying they cannot start ventilation. No patient involvement.